Event description:
A user facility registered nurse (rn) reported that a hemodialysis (hd) patient experienced blood loss due to the malfunction of a fresenius 2008t hd machine. The event occurred almost two hours and forty minutes after the start of treatment. The machine was giving multiple venous pressure alarms, and the staff noticed heparin was not being released. Upon closer inspection, it was noted that the venous chamber was clotting off. Additional details were provided upon follow-up with the rn and the facility¿s biomedical technician (biomed). The rn confirmed the event was caused by the 2008t machine failing to release heparin. The rn said the machine indicated the heparin pump was on, but it had not released any heparin. This went unnoticed until near the end of treatment. It was confirmed that venous pressure alarms were also occurring. There were no apparent kinks in the lines and no visible defects on any of the disposable products. The rn confirmed the machine was set up correctly. Due to the heparin not releasing, the patient's blood clotted. Their blood could not be returned, and the treatment was ended. The patient's estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not require any additional treatment. Following the event, the machine was removed from service for evaluation. To resolve the issue, the biomed replaced the heparin pump on the machine. No further repairs were needed, and the machine was returned to service. The old heparin pump was not available to be sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a hemodialysis (hd) patient experienced blood loss due to the malfunction of a fresenius 2008t hd machine. The event occurred almost two hours and forty minutes after the start of treatment. The machine was giving multiple venous pressure alarms, and the staff noticed heparin was not being released. Upon closer inspection, it was noted that the venous chamber was clotting off. Additional details were provided upon follow-up with the rn and the facility¿s biomedical technician (biomed). The rn confirmed the event was caused by the 2008t machine failing to release heparin. The rn said the machine indicated the heparin pump was on, but it had not released any heparin. This went unnoticed until near the end of treatment. It was confirmed that venous pressure alarms were also occurring. There were no apparent kinks in the lines and no visible defects on any of the disposable products. The rn confirmed the machine was set up correctly. Due to the heparin not releasing, the patient's blood clotted. Their blood could not be returned, and the treatment was ended. The patient's estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not require any additional treatment. Following the event, the machine was removed from service for evaluation. To resolve the issue, the biomed replaced the heparin pump on the machine. No further repairs were needed, and the machine was returned to service. The old heparin pump was not available to be sent back for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem had occurred and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.